Event description:
According to the reporter, ten days after a veterinary spay procedure, the patient came back due uncomfortable and urinated frequently. It was discovered that the uterine stump was palpated as enlarged and ultrasound was utilized. An enlarge stump that had multicystic areas and pulsating vessels was found. There was bleeding into the granulomatous stump. The uterine stump tissue was inflamed resulting in irritation to the adjacent urinary bladder. There was no urinary tract infection. The doctor advised the patient to restrict activity and an antibiotic was also started.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.